Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempted interrogation, the pulse generator exhibited rf telemetry anomaly. A device firmware was downloaded and resumed normal functions. The patient was asymptomatic throughout the event.